Event description:
The physician reported that right after a successful superdimension case, it was realized that the patient had developed a slight apical pneumothorax. It was further reported that the patient was observed overnight and was released the next day with no complications or return visits reported. There was no allegation made by the physician/site that the superdimension system caused or contributed to the reported pneumothorax.

Manufacturer narrative:
Results, and conclusion codes (other): review of the device history record at superdimension for this serial number did not reveal any abnormalities. The device was manufactured and tested according to device specifications and procedures. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.